Manufacturer narrative:
Concomitant medical products: d314drg ICD, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible fracture of the right atrial (ra) lead. The lead was capped and remains in the patient out of service. No patient complications have been reported as a result of this event.